Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the heartstart xl "does not turn, found that the selector switch manual is damaged." There was no patient impact.